Event description:
Name of procedure: lap cholecystectomy. Event description: trying to clip the duct. Clip misfiring when trying to load the clip to use. There was no clinical impact to the patient. Additional information obtained from account manager via phone call on 07oct2025: when doctor was squeezing the handle, no clips were coming out, occurred during two occasions. When they weren't squeezing the handle, the clips just popped out; clip was not loaded into the jaws . Intervention: device replaced. Patient status: there was no clinical impact to the patient.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap cholecystectomy. Event description: trying to clip the duct. Clip misfiring when trying to load the clip to use. There was no clinical impact to the patient. Additional information obtained from account manager via phone call on 07oct2025: when doctor was squeezing the handle, no clips were coming out, occurred during two occasions. When they weren't squeezing the handle, the clips just popped out; clip was not loaded into the jaws. Intervention: device replaced. Patient status: there was no clinical impact to the patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.